Event description:
It was observed that during the evaluation, the ultrasonic generator exhibited that the objective lens has corrosion and the light guide (lg) lens has corrosion. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the objective lens has corrosion and the light guide (lg) lens has corrosion. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.